Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0 g2: this event occurred in poland, see section e. H3, h6: no products were returned to medtronic for analysis under this event. Codes b17, c20, and d15 are applicable. Refer to regulatory report # 1723170-2025-01559 for product analysis information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a procedure on (B)(6) 2025, the system images in some projections indicated an inaccuracy or slight shift in trajectory of the navigable tool compared to the actual state. Additional information was received. It was reported that during the spine procedure there "were some inaccuracy comparing to real state." Similar situations were in the past, also, on event dates (B)(6) 2025 (second occurrence) and (B)(6) 2025 (third occurrence). Some doctors informed about the problem with correct anatomy inspection. There was inaccurate/slightly shifted trajectory of the navigable tool in the actual state. This was the third occurrence of this event.

Event description:
Additional information was received. The event occurred during a spinal procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Previously reported codes b01 and d15 are applicable, as is code c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please reference regulatory report #: 1723170-2025-01559 where the work order was initially submitted. H3) a manufacturer representative (rep) went to to the site to test the navigation system. A verification check was performed and failed. The trackers were recalibrated successfully and the system then performed as intended. Codes: b01, c13, and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.